Manufacturer narrative:
Arjo qualified representative contacted the customer in order to obtain additional information. However, no response has been received so far. Additional information will be provided in a follow-up report.

Event description:
It was reported to an arjo representative that during patient's transfer from a gurney/bed back to a wheelchair a disposable clip sling (flite) ripped. Immediately after noticing the failure the resident was lowered to the floor by one of the two technologists and hit his right hip/buttock. The patient was taken to the ER to be assessed. However, no other information regarding the patient's outcome nor an incident circumstances was obtained.

Manufacturer narrative:
It was reported to arjo by the (B)(6) medical center located in seattle, USA that there was an incident involving arjo maxi move passive floor lift and disposable sling (standard clip flite). The laboratory technical director stated that the patient was transferred from an exam table to a wheelchair when the flite ripped. The patient was immediately put back on the floor by two technologists assisting in the transfer, but the patient landed rather abruptly on his hip. The patient was taken to an emergency room for an examination. It was not provided if the patient sustained any injury. Arjo representative visited the customer facility after the event to perform an interview and device inspection. The flite fabric was found to be torn around the shoulder straps. Photographic evidence of the claimed disposable sling additionally revealed that both leg straps were not attached to the clips. It is unknown how the straps became disconnected. The flite in question has been manufactured about 13 years before this incident. The involved disposable sling was used beyond its intended shelf time which might have contributed to the loss of material mechanical properties as specified within the expected service life. Following the customer¿s statement, they were unsure if the flite was not washed. Passive clip sling instructions for use (document number (B)(4)) provides procedures regarding lifting process and sling regular inspections: ¿the standard clip flites shall be used by appropriate trained caregivers with adequate knowledge of the care environment and in accordance with the instructions outlined in the IFU¿ "the expected life of the sling is dependent on the actual use conditions. Therefore, before use, always make sure that the sling does not show signs of fraying, trearing or other damage. If any such damage is observed, do not use the sling". ¿the expected shelf time: 5 years (passive clip sling/ standard clip flites¿ ¿to avoid injury, never wash a flites. A flites is only intended for ¿single patient use¿ to sum up, arjo floor floor lift and disposable sling were used for patient transfer. There were no abnormalities found with the lift but the flite ripped and from that perspective did not meet the manufacturer¿s specification. We decided to report this complaint in abundance of caution due to unclear information received regarding patient outcome and clips disconnection from the attachment straps.

Manufacturer narrative:
Arjo has attempted to reach the customer in order to obtain additional information. No further details from the customer were received so far. Additional information will be provided in a follow-up report.

Manufacturer narrative:
The flite in question was returned to the manufacturer in dominican republic for a further evaluation. The investigation conclusions will be provided in a follow-up report.